Event description:
In a literature article: visual outcomes comparison of 2 femtosecond laser platforms for laser in situ keratomileusis, first author notes a case of diffuse lamellar keratitis, in the 500 khz femtosecond laser group, that occurred in 1 eye and was successfully treated with topical corticosteroids, there are two reports, associated with this literature article, and this report will reference the first one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Marcus ang. Frcs(ed), jodhbir s. Mehta, frcoph, mohamad rosman, frcs(ed), lim li, frcs(ed), jane c. W. Koh, adv. Dip. Statistics, hla m. Htoon, phd, donald tan, frcoph, cordelia chan, frcs(ed). Visual outcomes comparison of 2 femtosecond laser platforms for laser in situ keratomileusis. J cataract refract surg 2013; 39:1647-1652. (B)(4).